Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal end of glass cap is detached and not returned; the metal cap is detached and not returned; the fiber exhibits circumferential fracture on distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at the output window; the outer flow tubing exhibits abrasions near open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
There was "no injury" reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure @ 69,518 joules of use and 15:06 minutes, forward firing was observed, metal cap on tip came off. Fiber tip (cap) was cleaned during the procedure. The procedure was completed using a second fiber. Patient outcome: "no injury". There was patient injury reported.